Event description:
Pt age 6 months, with a diagnosis of intractable diarrhea and failure to thrive, was returned to the operating room on 11/24/94 for the removal of the central line. The line was initially inserted on 11/22/94. The surgeon, stated that this central line catheter was defective. A new central line (same product) was inserted. The adverse event for this pt was the unplanned return to the operating room. The dr stated at the time of this incident, that this was the third defective central line (same product) that he was aware of that was found to be defective in similar situations. The central line was mailed to the MFR.